Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Advised patient's father to forget all other bluetooth devices, disable then re-enable bluetooth and open the g5 mobile applications. The issue was resolved as the patient immediately received a pairing request and the application is paired. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.